Manufacturer narrative:
H11- upon review, it was determined that the initial MDR is not applicable as this is not a reportable event. Disregard initial MDR, follow-up MDR #1 as they are n/a. Claim # (B)(4).

Manufacturer narrative:
B5- a facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was explanted and in a subsequent surgery was later replaced with a longer length lens and the problem resolved. The cause of the event was reported as unknown. Claim # (B)(4).

Manufacturer narrative:
H11 manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced low vaulting. The lens was exchanged with a longer length lens. The cause of the event was reported as unknown.